Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive. System operates as intended. (B) (4).

Event description:
The customer reported, the system stopped displaying images and would not boot up. No pt injury was reported.